Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the cmos memory was corrupt. Reloaded basic input output system memory. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 could not fully initialize and was not functional for a procedure. There was no adverse patient involvement reported. There was no patient info reported.